Event description:
Reporter alleged blood glucose measured 203 mg/dl at 2:19 am back to back with a reading of 92 mg/dl at 2:20 am, 115 mg/dl at 2:21 am, 93 mg/dl at 2:23 am, and 108 mg/dl at 2:24 am. Customer stated control testing on the meter and they were within an acceptable range of values; however, they were expired. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.